Manufacturer narrative:
Evaluation summary: a service engineer (se) inspected the device and found loss of communication, battery, and alternating current (ac) power loss errors. The se found the voltage of the backup power supply (bps) printed circuit board (pcb) to be out of range. The se, however, was unable to duplicate the inoperable condition. The se replaced the bps pcb. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator was inoperable. The patient was transferred to another ventilator and there was no harm to the patient as result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.